Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.00/+2.5/103 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptic broken. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim#: (B)(4).